Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found cable flooding. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cable flooding. There was no patient involvement.